Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2016 with blood glucose of 527 mg/dl. The customer's current blood glucose is 512 mg/dl. The customer did experienced the symptoms such as difficulty in breathing. The customer was treated with bolus. Troubleshooting was done for high blood glucose and under delivery. The customer was wearing the insulin pump during the hospitalization within 48 hours. Customer reports they was on auto mode at the time of high blood glucose event. Based on customer report customer did not pump was under delivering. Troubleshooting was performed for high blood glucose level. The insulin pump will be returned for analysis.